Event description:
Information was received from a patient regarding an implanted pump system for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). Dose and concentration information was not reported. It was reported that the patient's pump "burst" and had to be taken out. The patient clarified that "before they took staples out, the stuff was pouring out where my clothes were soaked" and "so much was coming out and I had lots of spinal fluid too". The patient's doctor "went about it the whole wrong way", so the patient went to a different hospital. The patient gained 60 pounds from all of the fluid and it "almost killed" the patient. The patient had emergency surgery 3-4 times, "back to back". The three separate surgeries were within a few weeks of the first one. The first surgery was "8 hours to amputate it out and amputate the skin around it too". The patient's doctor explained it and they said that "it's not the first time he's had to explant something" from a doctor's patient. Per the patient, "they literally toned out the area". The patient had to have home health services when they got home from the last surgery and they had to take care of the patient for 42 weeks. The patient "looked terrible" and it took the patient a long time to get over that. Since then (the explant), the patient was having "very bad pain in the area where I cry myself to sleep". Per the patient, "with a hole they amputated it out, what grew in that hole, I don't know, but I feel a lump and it's causing me pain". It was very tender and "it won't go away - it's unreal". When technical services attempted to clarify if there was an explant a few weeks after implant, the patient stated "yeah, maybe, but I was under lots of meds and very sick - before the staples were removed is when it happened".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via operative notes reporting that the patient was undergoing a procedure for recurrent right gluteal hematoma and implant and removal of intrathecal morphine pump on (B)(6) 2017. It was reported that the patient developed a fluctuant lump at the right gluteal wound site. The lump was drained percutaneously in the hcp's clinic and was consistent with a hematoma without infection. It recurred in a similar location and size and the patient was deemed appropriate candidate for a surgical exploration and repair. The patient underwent general endotracheal anesthesia and was positioned prone. The superficial wound was found to have fat necrosis and the superficial wound had a fluid collection of motor-oil-color consistent with chronic hematoma. Culturette swabs were taken and sent to microbiology. There was no purulent material. There was increased operative time and increased difficulty due to multiple surgeries in the area with associated complications as well as patient's morbid obesity. Deep in the wound pocket there were many large areas of organized blood clot of subacute nature. The hcp evacuated all the visible non-healing tissue with suction irrigation and debrided the non-healing tissue. The pulsevac irrigator was then assembled and 3 liters of antibiotic infused saline were used to clean the wound under pressure with vancomycin. The skin edges showed healthy tissue edges. Hemostasis was achieved using minimal bipolar cautery and the closure was performed after further wound irrigation. 2 grams of vancomycin powder was placed deep in the wound and a hemovac drain was also placed in the wound pocket and exited superiorly through the skin. The subdermal tissues and dermis were then closed. A wound vacuum system was then placed over the skin edges and sealed with adhesive. The operative note additionally stated that the patient's date of surgery was (B)(6) 2017 for lumbar csf leak, wound dehiscence, and failure of intrathecal analgesic pump. It was reported the pump did not improve her pain as expected. The morphine pump was placed on the right and she had a spinal cord stimulator on her left. The patient had reported that their pump incision had been draining for 3 weeks and there was an area of swelling on her right gluteal area where she thought the morphine was draining. The patient noted to have clear drainage of fluid from the wound and was deemed appropriate for an urgent exploration and repair. The patient underwent genera; endotracheal anesthesia and was positioned prone. The area was widely prepped and draped in the usual sterile fashion and the skin was opened with a sharp blade. Clear fluid sprayed out immediately under high pressure. A sizeable cavity was noted in the subcutaneous adipose tissue lined with epithelium, consistent with a csf fistula. The tissues were transected with monopolar cautery down to the fascia and the walls of the cavity appeared epithelialized, harboring a fluid cavity across 6 cm of wound dehiscence. The investing paraspinal fascia was transected and a standard subperiosteal takedown of the paraspinal muscles were performed spanning l3-4. Once the exposure was complete, a valsalva maneuver was performed and the active leak was noted in the ligamentum flavum. A large defect was noted around the intrathecal catheter. The catheter was removed, the interspinous ligament was resected. The area of the csf leak was dissected and closed primarily with a 5-0 prolene suture. A valsalva maneuver was again used to confirm adequate closure. The area of reservoir placement was palpated and a fluctuant collection was identified. This was aspirated transcutaneously with a needle and appeared to be straw colored. The fluid was sent for beta2-transferring analysis and microbiology assay. After over 100 cc were aspirated with decision to explore the pocket. The reservoir was identified and explanted without difficulty. This cavity also appeared epithelialized and required removal of the walls to expose healthy adipose tissue to aid healing. The closure was performed after amply irrigating the wound and a hemovac drain was placed. The csf leak stopped and the lumbar wound healed well.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2019-06-12, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.